Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device bus was not detected on main drawer 5 and continued to fail despite multiple reboots and hard resets. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device bus was not detected on main drawer 5 and continued to fail despite multiple reboots and hard resets. A field service engineer replaced both controller boards and tested the device using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.